Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding missing or broken retainer rings from the attorney of the family. The information received on november 15, 2021 stated the following reporter alleges missing or broken retainer rings caused the customers to suffer personal injury, loss of consciousness. In (B)(6) of 2019, the customer was using a medtronic minimed 630g and 670g insulin pumps. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.